Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The functional testing could not be completed due to the missing segments. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer called and reported the insulin pump fell and the screen shattered. Customer stated when pushing the escape button, the status screen would show a partial display. Customer's blood glucose was not known. She did not have a new battery with which to complete troubleshooting. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.